Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that on (B)(6) 2025, a light adjustable lens+ (lal+, +25.0d) was delivered in the patient's eye backwards then removed. Due to complications that occurred during lens removal, the eye was left aphakic and another intraocular lens was implanted in a secondary procedure on (B)(6) 2025.